Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator was inoperable. No pt involvement. The cse inspected the device and replaced the gui cable. The unit passed extended self-testing.